Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioflex meter read inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported during (B)(6) 2016 at an unspecified time, they alleged obtaining an inaccurate low result of 121 mmol/l with the subject meter and 165 mg/dl with another device (ultra2), performed within 30 minutes each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan's criteria for accuracy. The patient stated they manage their diabetes with a combination of diabetic medications (glyberyde) and confirmed they did not make any changes to their usual diabetes management regimen in response to the alleged product issue. The patient claims they developed symptoms of numbness at an unknown time after the product issue occurred and alleged hcp-treatment with glucose gels/tablets during april at an unspecified time during a doctors office visit. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment after the alleged inaccurate low issue began.